Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 21280281 and 5057392. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received from the patient that following the implantation of the leads he lost motor control and had to undergo an explant of the device system. He then underwent a laminectomy procedure, after which the patient indicates he lost control of his left side and the ability to walk. He indicated that he has undergone rehabilitation, nursing care, and been given medication.